Manufacturer narrative:
The reported events of oversensing, r-wave amp variation, high pacing impedance and high capture threshold were not confirmed. As received, a complete lead was returned in two pieces. The lead was returned with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The report event of dent at the connector pin was confirmed. The connector pin has dent mark from the device set screw tighten as it is normal.

Event description:
It was reported, the day following initial implant, oversensing, high pacing impedance, r wave variation and an increased threshold was observed on the right ventricular (rv) lead. Additionally, difficulty acquiring morphology scores was observed on the device. Provocative testing was performed and the electrical anomalies were reproduced. During the revision procedure it was observed there was a dent on the connector of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure.